Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, "insert did not snap into tibial tray." Another insert was available and implanted. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.